Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the neurostimulator implant (ins) between their hip and butt the area were the lead was connected was 'sticking' the patient sometimes. Pt said the issue started a month or so ago. Pt said they saw a pain management doctor, and they were advised to call their doctor who implanted the device so they can check what was causing the shocking sensation. Pt said they would like to know if something was loose or something. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.